Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. The monitor was associated with a patient treatment event. The patient was inappropriately treated 2 times by the lifevest. The second inappropriate treatment induced vt at 210 bpm. The patient then received 3 appropriate treatments that failed to convert vt. The patient was in the hospital and not conscious at the time of the event. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was in the hospital and continued use of the lifevest.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the defective monitor. Update as of 09/10/2021: electrode belt sn (B)(6) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.